Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the foreign material stuck inside the forceps passage, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero reno fiberscope exhibited foreign material stuck inside the forceps passage. There was no patient involvement.